Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having high blood glucose value that went up to 502mg/dl. Customer had a doctor¿s appointment and her blood glucose value was 450mg/dl and her doctor advised her to go to the emergency room. High was treated with bolus from pump, manual injection, and going to the emergency room at 11am. Pump time was incorrect. It was showing 8:40am at the time of the call and helpline assisted in correcting it to 10:40am. Customer declined troubleshooting. Sensor was still in the warm-up mode. So, smartguard was not used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported blood glucose value of 502 mg/dl. The customer reported hyperglycemia treated with manual injection, insulin pump and emergency room visit. The event involved product(s) mmt-332a, mmt-7040a, mmt-874a, mmt-1884. Troubleshooting was performed and the customer has been using the insulin pump system within 48 hours of reported event and customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-874a. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.